Event description:
On (B)(6) 2014, the multilock humeral nailing system was used for three-part proximal humerus fracture, and screws in screws was inserted at proximal region. The patient started his rehabilitation such as light motion of pendulum from a week after of the first surgery. On (B)(6), it was found that the greater tubercle bone fragment were dislocated at upward of proper positioning thoroughly over the transverse nail head. On (B)(6) 2014, the re-surgery was performed. The surgeon sutured the patient¿s the greater tubercle bone fragment together with his rotator cuff and fixed the position with tightening to the suture hole and completed the surgery. The patient showed involuntary movement and muscle stiffness due to parkinson disease. Sometimes she was standing up by her hand of affected side during her rehabilitation.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. This complaint is assessed as not related to sterilization. No anomalies were detected during bettlach device history record review. Please note that dimensional tests sample size was according to aql between 4.0 and 2.5. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.